Event description:
Customer called to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading was 167 mg/dl. Troubleshooting was performed. The customer did not recall any significant events leading up to the alarm. Customer also mentioned that the insulin pump had one bar left on the battery life and no alarm appeared. The insulin pump was not exposed to a strong magnetic field. Assisted the customer with clearing the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime tests. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had a cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).